Event description:
It was reported that the patient experienced pain at the ipg site and it was also reported that there was drainage noted at the anchor incision site. The patient had an incision and drainage.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 30265872. Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 7076685 / 7076869.